Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality and/or insufficient maintenance. It was determined that of the provided control data, controls were within expected ranges. A general reagent issue can most likely be excluded.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys estradiol iii assay (e2) on an e411 analyzer. The sample initially resulted as 704 pg/ml and this value was reported outside of the laboratory. The result was questioned, so the sample was pulled and repeated, resulting as 1649 pg/ml. The sample was also repeated a second time, resulting as 1649 pg/ml. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The e2 reagent lot number was 12067001, with an expiration date of 01/31/2017. The customer stated that they may have noticed bubbles in the sample, but were not sure. The field service engineer ran a precision study and ran performance testing on the analyzer. Performance testing passed. The system was found to be operational. The customer has not noticed any further issues.